Event description:
It was reported the device was used during an anterior resection. It was reported the staples did not form correctly and the staple line fell apart. There was no consequence to the patient.